Event description:
It was initially reported that the patient had an infection in his left neck and the generator and lead were explanted. The patient had a debridement done after the infections were identified. The infection was confirmed present again in (B)(6) so the physician decided to have the generator and lead explanted. The physician felt that since the patient has thin skin. The patient had an anchor and the physician felt that the patient caused the infection by rotating his neck and it became ischemic. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.